Event description:
Healthcare professional reported a right side rupture and one axillar lymphnode with silicone discovered by mammography. The device has been explanted.

Manufacturer narrative:
Additional information: phone number : (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and one axillar lymph node with silicone.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported a right side rupture and one axillar lymphnode with silicone discovered by mammography. The device has been explanted.